Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. As received the monitor was displaying service code 102 - charge profile fault. Upon investigation, the epoxy around c19 was damaged and the negative lead of the capacitor was lifted, resulting in an intermittent connection. The cause of the code 102 was the lifted lead. The root cause of the damaged epoxy and lifted lead were unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code.